Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the personality module audio/video (pmav). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer experienced a non-recoverable fault 307 when moving the patient side cart (psc). The customer resolved the fault with a reboot on the system. The technical service engineer (tse) reviewed the system logs and found the error pointing to the personality module audio/video (pmav) missing. The error 307 returned and was cleared with another power cycle. The customer opted to convert the case to laparoscopic due to the issue. The procedure was converted to laparoscopic with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system had powered on normally and without errors. The reported error occurred an hour after the power up while the case was ongoing. The customer confirmed that no additional ports needed to be placed for the procedure conversion and the patient tolerated the conversion.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the personality module audio/video (pmav) for failure analysis investigation. The unit was analyzed and was found confirming the fault occurred in the field. Visual inspection, no issues were found that is related to the report issue. The pmav was installed onto a golden system where the component functioned as expected. Then the golden system was set to run video test, 10 minutes sine cycle, 10 power cycles & sitting idle for 1 hour. Once the testing was completed, the system error logs were inspected, but no error could be identified. The event was confirmed based on error log review, however the issue was not able to be replicated during in-house testing. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no functional issue. The unit was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.